Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented for follow up, noise was observed on the rv lead. Patient was asymptomatic. Upon revision of the session records, it was noted that noise was oversensed. All other lead measurements were stable and in range. Lead replacement was suggested. Patient was later presented for a follow up and the lead was capped and a new lead was implanted on (B)(6) 2016. Patient was stable post procedure.